Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
It was reported to baxter (B)(4) that a hair was found in the balloon of one (1) ce infusor lv5 device during compounding. The device was being compounded with fluorouracil drug. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem withthis pump.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:11, which interrupted delivery, was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition.should additional information be received, a follow-up medwatch will be submitted.